Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient had been monitoring glucose levels using the trace mobile app. Approximately four hours after exercising and eating, the patient began to feel unwell and disoriented. There was no documentation regarding the behavior of the display screens, reading values, alerts, or alarms at that time, and it is unclear whether a blood glucose check was performed. Approximately 1.5 hours later, the patient¿s spouse found them unconscious and called for emergency assistance around midnight. The patient was transported to the hospital, arriving around 12:30 am. At that time, the cgm app displayed ¿low¿, and a fingerstick blood glucose reading taken by emts showed 40 mg/dl. The patient was treated with glucose gel and carbohydrates. The sensor was removed due to failure. A follow-up blood glucose reading showed 65 mg/dl, and monitoring continued every 15 minutes until the level reached 145 mg/dl. The patient remained in the hospital for approximately 8 hours, after which the physician discharged them. At the time of the report, the patient reported feeling extremely tired but okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025 and (B)(6) 2025. The reported glucose values fall within the a zone of the parkes error grid when emt checked. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.